Manufacturer narrative:
The battery history was reviewed and revealed the pump had 18 battery discharges below alarm threshold. Review of the complaint history reveals similar reports have been received for this product for the reported issue. The issue of damaged battery is being addressed.

Event description:
Reported an infusion pump with a potentially damaged battery. The pump was not in use on a patient when the problem was discovered. The facility did not report any patient injury or medical intervention associated with this pump.